Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer. What specific surgical procedure was being performed? Radical resection of colon cancer. Were there any difficulties experienced with the device in the surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Unk. Were the donuts inspected? If so, please describe. Unk. How was integrity of the anastomosis confirmed intra-operatively? Unk. How many days post-op was the bleeding identified? After surgery, noted massive hemorrhage of gastrointestinal tract. How was the bleeding identified? Operative exploration of abdomen. What was the total estimated blood loss (ml)? Unk. Was a transfusion required? Unk. Was the site of the bleeding identified? Operative exploration of abdomen. What was observed at the site upon reoperation? Pulsatile bleeding at anastomosis. Was staple form able to assessed? If so, please describe. Unk. What is the current status of the patient? Stable and left from hospital. Is the device available for analysis? No.

Event description:
It was reported that following a colon resection, there was bleeding after surgery. During the colorectal surgery, after surgery, noted the patient was bleeding. Did the second surgery, used the suture to oversew.